Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for patient 2 of 2. While reporting a revision of another patient's hip due to dislocation of a constrained liner from a trident ii shell, the surgeon reported that he followed up with three additional patients that had trident ii shells with constrained liners. Two of the three patients have responded that they have hip pain. Though not revised and not confirmed as of the time of report, the surgeon suspects those patients may also have disassociated constrained liners. The third additional patient has not responded as of the time of report. None of the lot codes for either the inserts or the shells are the same across the three patients (the one revised, and the two reporting pain).